Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device's screen turned completely white and was illegible. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
During disassembly of the device to determine root cause, the technician observed damage not consistent with typical use. A visual inspection of the device found damaged to the front enclosure and printer cover not consistent with normal wear and tear. The front panel assembly, printer cover, and lcd were replaced. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.